Event description:
On 16-aug-2009 stryker biotech learned of a report in the literature ( bittar, rg, leach, j. Bmp-7 (op-1) safety in anterior cervical fusion surgery, epub ahead of print, aug 6 2009, j clin neurosci) involving sudden onset dysphagia and dysphonia in a female pt (demographics unk) who received an op-1 containing product on an unspecified date as part of an anterior cervical spine fusion. The pt's symptoms were reported to have appeared eight days postoperatively. The pt was transported to the hospital during which time she was intubated. The pt was extubated several hours later. A CT scan of her neck failed to reveal soft tissue swelling or hematoma 'in excess of what would be expected post operatively'. A subsequent examination by an otolaryngologist found no evidence of swelling or laryngeal nerve dysfunction. The pt's symptoms reportedly resolved 'completely' within 24 hours and corticosteroids were not administered. It was concluded that there existed no organic basis for the pt's presentation, and that there was a 'significant psychological contribution' to her symptoms. Additional information will be requested.